Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect MFR number. Please find the device reported under 0002648920 - 2019 - 00727.

Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect MFR number. Please find the device reported under 0002648920 - 2019 - 00727.

Manufacturer narrative:
(B)(4). Medical product: persona tibial cemented stemmed cat#: 42532007902, lot#: 63656203. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00126, 0001822565 - 2019 - 00128.

Event description:
It was reported that the patient was revised due to tibial loosening because of poly wear.